Manufacturer narrative:
(B) (4) - the pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt had expired. The pt's cause of death and the relationship of the implanted device to the pt's death were not reported. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.